Event description:
It was reported that the user¿s ilet insulin pump was dropped during sleep, the connector piece detached, and the user reconnected with the same supplies and refilled an old cartridge; subsequent hyperglycemia ensued with readings reported up to ¿high¿ and prolonged elevation despite no device alerts or alarms and later required a manual insulin injection after pausing and disconnecting. Symptoms included difficulty focusing during the hyperglycemic episode. Outcomes included no hospitalization, no professional medical intervention beyond coaching, no ketone testing, and eventual stabilization of blood glucose after infusion site change, tubing priming confirmation, and later a manual injection. Investigation included troubleshooting, user education, infusion site change with verification of drops through the tubing, and follow-up calls to confirm glycemic trends. Investigation of this case revealed a dislodged or compromised infusion site due to the pump drop and reuse of cartridge/supplies, consistent with a connector-related issue and insulin delivery interruption without device-generated alarms. It was concluded, based on previously established findings for similar reports, that the cause was user technique and handling error resulting in infusion site failure and impaired insulin delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.